Manufacturer narrative:
Problem of lead suture broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a mesh augmented prolapse repair procedure on (B)(6) 2017. According to the complainant, during the procedure, after throwing the uphold arm through the ligament, the lead suture broke. The bullet needle was captured inside the capio device, which was used to remove the detached bullet needle and suture remnant from the patient. Since the arm had been successfully placed prior to the suture break, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.